Manufacturer narrative:
The pump passed the displacement test and self-test. Successfully downloaded history files and traces using thump. No pump error 53 alarms during testing. Pump error 53 was present in the history download on 11/19/2025 at 07:43:09.000 (file number: 188; line number: 2060) due to hardware error. Pump was cut open to perform visual inspection and found no evidence of moisture damage on the electronic assembly. Per software engineering log, pump error 53 was due to usage exception on main mcu. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked belt clip rails, battery tube threads - cracked, scratched case and cracked keypad overlay. Pump error 53 was confirmed due to hardware error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a software error detected (pump error 53). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. The customer was able to clear the error and successfully complete the fill cannula delivery test. The error table indicated that the pump requires replacement. The customer stated that the self test did not pass. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use. Mmt-1886 was requested, and the customer's response was that the device would be returned.